Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but was working with a healthcare provider (hcp) or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The clinical diagnosis was undesirable stimulation. The patient reported pain down both legs. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) and leads. The etiology was noted as programming/stimulation.

Event description:
It was reported, the patient experienced a shocking or jolting sensation at the stimulator and lead sites. It was noted, the stimulator flips when the patient puts their pants on. It was reported there was no known accident or incident related the complaint. It was noted, the patient¿s stimulation was at the correct location. It was reported, the patient went from charging once a week to charging twice a week. It was noted, the stimulator was dead two or three days after recharge. It was reported, the patient¿s stimulator was slipping and the pocket was getting bigger and the stimulator was moving. It was noted, the patient¿s entire body hurt when they woke up.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient reported undesirable stimulation on (B)(6) 2014; when her spinal cord stimulator was on it would shoot pain down both her legs. It was also reported the neurostimulator would not hold a charge. The patient was reprogrammed on (B)(6) 2014. The patient resolved without sequelae after the device was replaced.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally okay with insignificant anomalies. According to the trace report obtained from the ins, the total recharge count was 43. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2014. The battery was recharged for 3 hours and 36 minutes and the battery charged from 3.690v to 4.010v. The typical duration of the last five patient recharge sessions was 1.53 hours, typical interval 4.8 days, and the typical coupling was 75%. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 5 hours and 13 minutes. The ins charged from 3.375v to 4.060v with 100% coupling.

Event description:
Follow up information received reported that the patient¿s new ins was turned on at their first appointment, the sensor feature was oriented, and the patient was fine with their coverage. There had been no complaints of any previous problems reported to date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the battery had flipped. However, the flip was not confirmed. The medical doctor stated that the device was not flipped at explant. In addition, the patient had difficulty charging and the temperature high error message was observed with attempts to recharge. The patient had been unsuccessful with stimulation for two days prior to the battery replacement on (B)(6) 2014. The impedance measurements that were provided were all within a normal range. The following observations were on the ins interrogation log: stimulation was off, recharge soon, and check implantable neurostimulator (ins) clock. Cycling was off. Based on the interrogation log, the typical recharge duration was 1.9 hours and the typical interval was 5.7 days. The (ins) was explanted and a new battery was implanted. There were no patient symptoms or complications associated with this event. The event occurred during normal use. The patient status at the time of this report was alive with no injury. The manufacturer's representative was not sure if the therapy was effective yet. The medical doctor wanted to wait one week post-operatively to ensure the patient¿s incisions were healed prior to recharging and placing the antenna over the area. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Correction.